Event description:
Procedure: inguinal hernia repair. According to the reporter, the balloon had a puncture and did not inflate inside the patient. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the balloon had a puncture and did not inflate at all in the patient during an inguinal hernia repair procedure. The obturator was received. The inflation bulb was received. Visual inspection noted that the valve seal was intact. A cut was observed to penetrate the balloon. The balloon was unable to be inflated due to the observed cut. The flapper valve functioned properly. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the cut in the balloon and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality specifications. Subsequently, the complaint data did not display an increased trend. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Therefore, no corrective action was generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 07/09/2015.